Event description:
The lead was returned to the manufacturer with no information, was analyzed, and tested out of specification. Additional information received indicated the patient is deceased and the cause of death is cardiac arrest due to arrhythmia and cardiomyopathy. The circumstances of the patient death have been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2012. Of note, the reportable out of specification finding is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(4) 2012. Information was subsequently received on (B)(4) 2012 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and analysis revealed the outer insulation had a breached depression. It was noted there was blood/body fluid on the proximal conductor (not obstructed) and there was cosmetic depression of the outer insulation.